Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag. The self-test failed after start-up. These occurrence was noticed before usage. There is no patient involvement reported. He alarm was observable both visually and through hearing. Blower disconnected (ID 431002, tfagd_blowerdisconnected).this malfunction was reproducible. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported.the investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: · the self-test failed after start-up. · these occurrence was noticed before usage. There is no patient involvement reported. · the alarm was observable both visually and through hearing. Blower disconnected (ID 431002, tfagd_blowerdisconnected). · this malfunction was reproducible. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.